Manufacturer narrative:
Device received with broken battery tube thread noted. Device passed displacement test. The test reservoir was able to lock in place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. The customer stated that the insulin pump had cosmetic damaged. The insulin pump will be returned for analysis.